Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with injection vancomycin 2g (route, frequency, and duration not reported) and fortum 1g (route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient was still receiving antibiotic therapy and the patient's recovery status was not reported. No additional information is available.